Manufacturer narrative:
(B)(4). Investigation results: the reported condition could not be confirmed as a sample was not provided for evaluation. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Manufacturing personnel are required to perform several tests on each needle prior to release including a charging/discharging test to ensure functionality. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The most probable root cause could not be determined, as a sample was not available for analysis and as during review of the applicable manufacturing and packaging processes, no issues were found that could relate personnel or manufacturing method to the reported condition. The manufacturing plant will continue to monitor this issue to identify any adverse trend and required actions.

Event description:
During a breast biopsy it was reported that - worryingly, this needle fired 'spontaneously' whilst in the patient and it was quite close to the chest wall. Two lots of samples had already been taken with no problems and the test fire was fine. The "a" button was used to fire the needle. No patient harm reported.